Event description:
A healthcare professional reported with a description of defective device, as the release device on which the lens is loaded was curved to the point of preventing its release. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and plunger override was observed. The device was returned loose in a non-company pouch. The lock-out assembly has been removed. No viscoelastic is observed in the device. The plunger is advanced into the nozzle entry, is advanced over the lens and is bent. The lens is advanced into the nozzle entry and is crushed. Plunger override was observed. The root cause may be related to failure to follow the IFU (instructions for use). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd (ophthalmic viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).